Event description:
The customer reported to olympus, that the insulating tip was broken off at the distal end of the sheath. The event occurred when a nurse used excess force during reprocessing. There was no procedure or patient involvement in the event.

Manufacturer narrative:
The subject device was not returned to an olympus repair center for evaluation, however a picture was provided and a field service expert (fse) was able to confirm the issue. The fsa found that the insulating tip was broken off at the distal end of the sheath, and that the instrument had a slightly bent insertion tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The most likely cause of the issue was improper handling by the user. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. To prevent device damage and or patient injury, the instruction for use provides the following: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. Visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. If the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor the field performance of this device.